Event description:
It was reported the lead demonstrated intermittent oversensing and varying impedance measurements. The lead remains in use and the patient will be followed in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.